Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had passed away. The cause of death is unknown. A search for an obituary determined the date of death. The patient's vns system was reportedly explanted post-mortem, but was not available for return. Based on the limited available information about the patient's death to the manufacturer, an internal classification has determined that the death may be possible sudep. However, the patient's death is suspected to be sudep by the involved medical professionals based on circumstances unknown to the manufacturer. The conclusion of their assessment has not been conveyed to date.

Event description:
The explanted generator and lead were received by the manufacturer on (B)(6) 2016 for product analysis. Product analysis was completed on the returned lead portion on (B)(6) 2016. A section of the lead assembly was returned for analysis in one piece with the lead connector portion still attached to the pulse generator. Initial testing on the generator as-received showed the lead pin had electrical continuity with the generator. The lead's electrodes were not returned for evaluation. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portion. Product analysis was completed on the returned generator on (B)(6) 2016. Visual examination showed only explant-related observations; no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.030 volts during the relevant portion of the final electrical test and showed an ifi=no condition. There were no performance or any other type of adverse condition found with the pulse generator.

Event description:
The patient's mother reported that the patient had throat issues due to vns which lead to her developing aspiration pneumonia, which lead to her death. No further relevant information has been received to date.

Event description:
The patient's mother reported that the vns messed up the patient¿s throat to where they could not swallow and struggled to breath. By the time these harmful effects were found, it was too late to save the patient. Additional information was received from the neurologist that the patient had catastrophic neurological disorder that couldn't be characterized. Soon before the patient¿s passing, the patient presented with fever, coughing, difficulty swallowing, as well as an undefined genetic disorder, but there was said to be no relation to the vns device. The patient was seen by a nutritionist around the same time who noticed the patient coughing and gagging, and recommended that the patient should not eat anything by mouth, and therefore the patient was started using tube feeds. A gastrostomy tube was placed about a month prior to the patient's passing. The neurologist mentioned that the vns was working correctly the last time he saw the patient. The doctor does not believe there to have been any malfunction with the vns device. He also stated that the patient had swallowing difficulty since birth and does not believe the swallowing issues or difficulty breathing issues to be due to the vns device, as the patient never presented with these issues in relation to the device. The doctor stated that it was noted that the patient passed away in her sleep. The doctor stated he did not know for sure, but did not believe that the patient's passing was related to the vns device. No other relevant information has been received to date.